Manufacturer narrative:
Evaluation method: work order search. Results: visual inspection of the returned lens showed the lens was returned in liquid and no visible damage was observed. A work order search was performed and there were no similar complaints found. The lens was re-measured and compared to the original values and found to be within design specifications. Moreover, the parameters of the thickness values were re-checked and the measurement were within design specifications. Therefore, it was determined that the most likely root cause of the event was user or technical error. Conclusion: unable to confirm. Based on the complaint history, work order search and product evaluation we were unable to determine a specific root cause of event. (B)(4).

Manufacturer narrative:
(B)(4) - lens would not unfold. (B)(4).

Event description:
It was reported that the surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2010 and the icl would not unfold when it was injected into the anterior chamber. They tried several times and lens does not fully enter, only half of the lens. No pt injury reported.